Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification and the reported condition was verified through visual inspection. The evaluator observed the power/setup/ok/run keys on the keypad to be unresponsive. The cause was determined to be a failing keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced intermittent 2nd row keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.